Manufacturer narrative:
The device was received with the tip broken off. The three tines on the tip have been bent out and then bent back inward. The remaining tines on the cannula were all bent outward. The bend angles on the cannula were not consistent with how the tip was received indicating the tip or the cannula might have been manipulated in some way.

Event description:
Per the report from the customer: approximately 5 minutes into the procedure the dr. Realized the tip of the cannula was missing. The tip was found inside the patient after searching for 10-15 minutes. The customer was unable to provide a lot number for the broken cannula or the date they received the cannula.